Manufacturer narrative:
(B)(6)2021: the reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that the brush head didn't spin because it wouldn't sit low enough on the brush itself. If they held the brush head down, it worked, but without the extra pressure, it didn't work properly. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the brush head didn't spin because it wouldn't sit low enough on the brush itself. If they held the brush head down, it worked, but without the extra pressure, it didn't work properly. No injury was reported.